Event description:
It was reported that an ilet pump split in half and stopped functioning. Symptoms included no device alarms or alerts reported. Outcomes included a replacement pump being shipped to the user. Investigation included confirmation of the shipping address and logistical review to arrange replacement. Investigation of this case revealed a physical device integrity failure of the pump enclosure that rendered the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device housing leading to loss of function.